Event description:
It was reported that there was a catheter issue. There issue was unknown. The patient was hospitalized. The patient had increased spasticity, sweating (diaphoresis) and less than 50% therapy relief. The location of the issue was the catheter track. The patient's increased spasticity that was treated with valium. There were no severe withdrawal symptoms noted; however, the patient was non-verbal and was in persistent vegetative state; so unable to assess very well. An x-ray was done, looked normal. A catheter access port (cap) study was done in the operating room, it showed no cerebral spinal fluid (csf) flow. A surgical revision was done, a new pump portion of catheter was implanted with good csf flow. The existing spinal portion was left in place. There was no obvious kink or occlusion seen. They were able to push fluid through catheter after explant. The drug concentration changed in the operating room to 500mcg/ml and the dose was reduced to 75mcg/day. Patient's status at the time of report was "alive- with injury" resulting in hospitalization. The manufacture representative did not have an update of the patient's outcome as of (B)(6) 2015. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).